Event description:
It was reported that about eight 70-degree taper diamond drill bits were used to drill out a frontal sinus osteoma of a male patient. During the case, these bits kept breaking and stripping. There was no impact or injury to the patient. However, it did cause inconvenience and a delay in the procedure. All the blades were discarded and therefore no lot numbers could be provided. While the customer was complaining that these bits break too easily, the customer did state that these bits are the "best option" due to the angle and the diamond tip. The customer will continue to use these bits.

Manufacturer narrative:
Results: the device was not returned, therefore, no evaluation could be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.